Manufacturer narrative:
The biomedical engineer (bme) reported that the zm transmitter's waveform / spo2 readings were dropping from the central nurse's station (cns). No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the transmitter: cns: model #: cns-6801a serial #: (B)(6). Device manufacturer data: 08/27/2019 unique identifier (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the zm transmitter's waveform / spo2 readings were dropping from the central nurse's station (cns). No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the zm transmitter was intermittently losing spo2 readings and waveforms at the central nurse's station (cns). No patient harm was reported. Investigation summary: the complaint device was returned to nk for evaluation and exchange. During the evaluation it was revealed that the device had cosmetic damage, evidence of fluid exposure, corrosion on a battery contact, and residue buildup in the ECG and spo2 sockets. During functional testing, intermittent ECG waveform loss and "check electrodes" errors were observed. The spo2 functioned normally. The root cause of the dropout was determined to be a failure in the center case. The device was replaced through an exchange. Trending for similar issues and devices will continue to be monitored by nk. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the transmitter: cns: model #: cns-6801a. Serial #: (B)(6). Device manufacturer data: 08/27/2019. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Additional information: b4 date of this report. D9 device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the zm transmitter was intermittently losing spo2 readings and waveforms at the central nurse's station (cns). No patient harm was reported.